Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included tobacco abuse, endometrial ablation and uterine dilation and curettage. Concurrent conditions included vaginal bleeding, morbid obesity, gastroesophageal reflux disease, irritable bowel syndrome, anxiety, depression, chronic lumbago, adenomyosis (deep.) And leiomyoma nos (small). In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal pain ("cramps"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (on or about 2014, patient underwent a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), psychological or psychiatric problems condition: anxiety and depression, she did not undergo confirmation test. Reporter information, concomitant disease, historical condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and medical device monitoring error "hydro endometrial ablation". The patient's medical history included tobacco abuse, endometrial ablation, uterine dilation and curettage, menometrorrhagia, flank pain, ovarian cyst ruptured, multigravida, parity 3, dysfunctional uterine bleeding, tonsillectomy and adenoidectomy. Concurrent conditions included vaginal bleeding, morbid obesity, gastroesophageal reflux disease, irritable bowel syndrome, anxiety, depression, chronic lumbago, adenomyosis (deep.), leiomyoma nos (small) and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal pain ("cramps"), heavy menstrual bleeding ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (on or about 2014, patient underwent a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4-5 coils visualized in the uterus. Product insertion date updated from --2007 to (B)(6) 2008. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia,medical device monitoring error. Lot number: 626814, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and medical device monitoring error "hydro endometrial ablation". The patient's medical history included tobacco abuse, endometrial ablation, uterine dilation and curettage, menometrorrhagia, flank pain, ovarian cyst ruptured, multigravida, parity 3, dysfunctional uterine bleeding, tonsillectomy and adenoidectomy. Concurrent conditions included vaginal bleeding, morbid obesity, gastroesophageal reflux disease, irritable bowel syndrome, anxiety, depression, chronic lumbago, adenomyosis (deep.), leiomyoma nos (small) and tobacco user. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), abdominal pain ("cramps"), heavy menstrual bleeding ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (on or about 2014, patient underwent a hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4-5 coils visualized in the uterus. Product insertion date updated from --2007 to (B)(6) 2008. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia,medical device monitoring error. Lot number: 626814. Most recent follow-up information incorporated above includes: on 23-apr-2021: medical record received. Reporter information, lot number and hydro endometrial ablation, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (on or about 2014, patient underwent a hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.